Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began several months ago prior to contacting lfs. The patient reported a blood glucose result of "112 mg/dl" with the subject meter. The patient indicated she was not on any diabetes medications, but continued to take her usual diabetes management routine at the time the alleged issue began. The patient reported having symptoms of dizziness, "can't see or hear clearly and couldn't understand what people were saying or doing", and passed out in a casino after the alleged issue began. Due to her symptoms, the patient stated a casino employee (non-health care provider) gave her 2 glasses of orange juice to drink and paramedics were called. According to the patient, when the paramedics arrived, she was given another glass of orange juice to drink and was tested by their meter; however she was not able to recall the result obtained or what time the result was taken. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however the cca was not able to determine if the strips were in good condition since the test strips were not available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, requiring hcp treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.